Manufacturer narrative:
This is an initial report and the product has not yet been received for evaluation. Should the device be returned, the device evaluation data will be included in a follow-up report.

Event description:
The customer reported that during a patient procedure, using a titanium mac s4, when the blade was connected to the monitor, the blade would work but as soon as it was inserted into the patient the blade would shut off. No delay in the procedure or use of a back-up device was reported. No harm to patient or user was reported.